Manufacturer narrative:
The consumer left a review on amazon that the liners were not individually wrapped to prevent bacteria and they were hospitalized for two weeks with a urine infection but did not report a malfunction that caused the issue. Edgewell was unable to obtain any additional information from the consumer. The consumer purchased the flat pack, non-individually wrapped liners vs. The to-go individually wrapped liners which are designed to be portable with an additional layer of protection from contaminants. The flat pack liners are intended to be used straight from the carton. An investigation was conducted that included a 24-month trend analysis and product risk documentation. No trend was identified during trend analysis. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
Not individually wrapped to prevent bacteria end up hospitalized for two weeks; urine infection. [Urinary tract infection bacterial] . Case narrative: on 10-aug-2023, a spontaneous report was received from a consumer regarding a consumer (sex and age not reported) who was being treated with carefree acti-fresh liners (pad, menstrual). Medical history and concomitant products were not reported. On an unspecified date, the consumer started use with carefree acti-fresh liners. On an unspecified date, after using the product, the patient ended up hospitalized for 2 weeks with "urine infection." It was noted that the product was not individually wrapped to prevent bacteria. As of (B)(6) 2023, the status of product use was not reported, and the outcome of "urine infection" was not reported. No additional information was provided.